Event description:
It was reported the surgeon had trouble reaming the lateral cortex with the 11mm drill bit and noticed metal shavings when the drill bit was pulled back and when step reaming with the 6.0/10.0mm stepped reamer. There was concern that the helical blade was going to bind and it was decided to extract the 10mm nail and replace it with another one. It was decided to use the right/11mm /130deg nail of the same length; this required additional reaming of the canal with the flexible reamers. The right/11mm/130deg nail of the same length was inserted, when reaming for the helical blade the same problems occurred with both reamers. An alignment test with the instrumentation prior to insertion of both nails was performed and it could not be determined why the reamers were coming in contact with the sides of the opening for the helical blade in the nails. The patient outcome is unknown. There was no surgical delay. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.